Event description:
Procedure type: lap chole. According to the reporter: the balloon broke during the operation. The surgeon states that nothing contacted the balloon. Three devices from the same lot had the same problem. Another device was used. Operative time was extended less than 30 minutes. Nothing fell into the pt cavity. No bleeding was reported. No tissue damage was reported. There was no harm to the pt.

Manufacturer narrative:
(B)(4).